Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The calcified lesion could not be crossed with the device. The device was introduced 2 times but could not be delivered. Then, a 7f guideliner was used. A 3rd attempt was made to deliver the stent but again was unsuccessful. After removal of the device, a stent deformation was detected. Another device was used to complete the intervention.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e. Several struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. Outside of the deformed zone the crimped stent diameter still complies with the specification. The balloon is well folded and shows no signs of inflation. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to not reinsert the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal.